Manufacturer narrative:
(B)(4). As both esheaths were from the same lot and it is unknown when the dissection occurred, one complaint will be opened and reported for both devices per standard operating procedure. The device was not returned for evaluation as it was discarded by the site. Investigation is ongoing.

Event description:
During the transfemoral aortic procedure, the delivery system with valve was unable to advance through the esheath. The delivery system was removed. A second delivery system was valve was attempted, but was also unable to advance through the second esheath. After removal of the second delivery system, a femoral dissection was found, and repaired by cutdown. No valves were deployed. The patient left the room in stable condition. The patient's minimum luminal diameter (mld) was 4.9x5.2, with mild calcification and trace-mild tortuosity. On the back table, the field clinical specialist (fcs) was able to advance the delivery system through the sheath without issue. It is believed it was likely related to the patient's anatomy. All devices were discarded.

Manufacturer narrative:
Complications associated with use of the esheath and listed in the instructions for use (IFU) include perforation or dissection of vessels. The sheaths were not returned for evaluation and no photographs of the devices or relevant imagery of the procedure were provided for review, the complaint for ¿sheath shaft ¿ resistance with delivery system, bc¿ was unable to be confirmed. As the device was not returned, visual inspection, dimensional and functional verification of the device was unable to be performed. During manufacturing of the esheath, inspections were performed on the sheath shaft, as well as 100% final inspection by manufacturing and quality. In addition, dimensional verification of critical dimensions, such as shaft od, tip ID, tip length, and working length are taken. The devices are visually inspected using a minimum 3x magnification for delamination and seam separation, wrinkles, kinks, bends or mechanical damage on shaft, circumferential oriented surface defects, protruding or missing material, dents, cuts, exposed ptfe liner, holes, tears or wrinkles along the length of the strain relief and the presence of c-marker band. In addition, the sheaths are visually inspected tip for flash and excess material (tecoflex of hdpe slag) using a minimum 10x magnification and visually inspected at 10x magnification for serrated transition, holes, or rough surface or tears present on tip. During product verification testing, under a sampling basis, five (5) sample sheaths were visually inspected for damage (including liner tears) pre- and post-expansion testing. During expansion testing, an expander (simulating a delivery system and valve) is pushed through the samples and peak insertion force is measured the lots can only be released if the product verification samples pulled from each lot pass all required tests. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported event. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events. Review of lot history revealed no other complaints related to ¿sheath shaft - resistance with ¿delivery system¿. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for ¿sheath shaft ¿ resistance with delivery system, bc¿ was unable to be confirmed. Due to the unavailability of the devices, it cannot be determined if a manufacturing nonconformance contributed to the reported event; however, a review of the DHR, lot history, complaint history, and manufacturing mitigations supports that it is unlikely that a manufacturing nonconformance was a contributing factor. Further, a review of the IFU and training manual revealed no deficiencies. Per procedure, push force upon advancement of the delivery system can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. According to the complaint description, the ¿patient¿s access vessel was mildly calcified and mildly tortuous¿ and ¿it is believed it is likely related to patient¿s anatomy¿. Calcification in the vessels can constrict the esheath and tortuosity of the vessels can create sub-optimal angles when inserting the esheath, which can make it difficult to advance the delivery system through the sheath. Additionally, procedural factors such as improper flushing/wetting of the devices, incorrect de-airing (residual fluid or over inflation of balloon increasing balloon profile), incomplete or misaligned valve crimping, and incomplete advancement of the loader may result in difficulty inserting the delivery system through the sheath. Since the devices were not returned for evaluation the complaint for ¿sheath shaft ¿ resistance with delivery system, bc¿ was unable to be confirmed. , in this case, per report, the cause for the femoral artery dissection was due to the less than adequate minimum luminal diameter (mld) (4.9mm x 5.2mm). In addition, the cause of the sheath shaft resistance with delivery system, bc cannot be confirmed but was likely related to patient factors (less than adequate mld, mild calcification). Additionally, due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event. A review of the complaint history revealed that the occurrence rate did not exceed the december 2017 control limit for the trend category ¿resistance between devices.¿ no labeling or IFU inadequacies have been identified; therefore, no corrective or preventative action is required at this time. As such, escalation to a product risk assessment is not required.